Event description:
It was reported, the light source had a b30 scope communication error. The issue occurred during preparation for use for a diagnostic upper gastrointestinal procedure. The procedure was completed using a similar device. There was no delay and no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus field service engineer visited the customer site and cleaned the socket and scope connector and found the device was working fine. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one year since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.